Event description:
Additional information received reported the memory/concentration issues started in (B)(6) 2013. At the time of the event, the patient was receiving compounded baclofen 80.0mcg/ml at 17.771 mcg per day, morphine 10mg/ml at 2.221mg/day, bupivacaine 3.8mg/ml at 0.8441mg/day and clonidine 60mcg/ml at 13.328mcg/day. It was reported the patient had not been taking any other medication at the time of the event not through the pump. No troubleshooting was done on the pump; they reportedly just had to find the right dosage. Actions taken to resolve the issues were dose adjustments. The side effects were still present but getting better.

Event description:
It was reported that, when the pump was implanted, it had been turned up ¿way too high¿ for the patient to be able to think clearly while at work. The patient didn¿t have the pain and could walk without limping, but felt ¿half-loaded¿ like he had been drunk. It was stated that when the pump was turned up high enough to make the pain reduction worthwhile, the patient would be too medicated and there would be effects on the patient¿s memory, concentration, and ability to pay attention. It also made it hard to keep track of multiple things at one time. However, it was noted that the patient still had wished he could have had the pump years earlier and rated his satisfaction as a 5 out of 7. It was noted that the pump was later programmed with flex dosing based on the patient¿s work and sleep schedule. It was specifically noted that the pump rate would be higher during the day than at night. Additionally, the patient still took oral medications of tramadol and levorphanol, but at a limited dose. The device system was used to deliver morphine, baclofen, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), product type: catheter.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).